Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient's sensor was having a brief sensor issue for two days without backing up, from 05/06 until 05/08, beginning sometime after placement on the arm. Due to lack of fingerstick meter, and no readings from the cgm, the patient was not able to monitor her glycemic state. On (B)(6) 2025, a friend came by at the patient's house and discovered that she was throwing up. The friend called an ambulance without giving any treatment. The paramedics did not perform a fingerstick and took her right away to the emergency room (ER), without treatments. The cgm had already failed when the paramedics arrived although not removed. In the ER, the bg meter was checked but she had no idea. She was administered insulin in the ER, which she could not recall the details. She had undergone some lab test and bloodwork, which showed dka. She was discharged after 3 days. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.